Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and failure analysis (fa) found the primary failure of functional test failure/recognition failure to be related to the customer reported complaint. When the instrument was placed on an in-house system with an in-house mcs tip, the system generated an error message of "remove instrument and re-install mcs tip". Same error occurred in multiple attempts with use of a different mcs tip. The complaint regarding recognition issue was confirmed by failure analysis. Additional findings not reported by the customer and not related to the primary failure were also identified. The instrument was found to have scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument displayed an error and was not working. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell inside the patient's anatomy.

Manufacturer narrative:
The instrument has been further evaluated by the advanced failure analysis and the initial failure analysis (fa) findings were confirmed. The instrument was placed on an in-house system with a sp monopolar curved scissors (mcs) tip installed and the error "remove instrument and reinstall mcs tip" appeared consistently after multiple attempts. The instrument's shell was removed and the drive rod placement was measured at 7.18mm which is approximately 1mm more than an in-house instrument. The instrument's drive rod was readjusted to match the in-house instrument's placement and with the mcs tip installed, the instrument was able to be installed on the in house system multiple times with no errors. The instrument was advanced into the cannula and passed intuitive motion. The setting of the drive rod is suspected to be the cause of the "remove instrument and reinstall mcs tip" error associated with the initial complaint and initial fa.

Event description:
Refer to h10/h11 for follow-up information.